Event description:
It was reported that the patient experienced erosion. The entire implantable pulse generator (ipg) was explanted. During the explant procedure the patient experienced tamponade from perforation. The patients blood pressure dropped and an electrocardiogram (ECG) di splayed small pericardial effusion. Loss of cardiac output was seen on monitoring and the physician reported a suspected hole in the right atrial wall from extraction attempt. The patient is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.